Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, noise resulting in automatic mode switch episodes were observed. In addition, pacing impedance and capture threshold values were increased and sensing decreased. The atrial lead was capped and replaced. The patient was stable with no adverse consequences.